Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was clogged. The following information was provided by the initial reportera few instances in the past couple weeks where nurses try to infuse lipids through the filters and the lipid will get stuck above the filter and won't pass through, even if they try to syringe through the filter. Keeps alarming as occluded line. This issue is happening with some but not all products from the same lot. User impact: n/a.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. Investigation summary: one sample (model #10010453, lot #22125416) was returned by the customer. It was reported by the customer that the lipid will get stuck above the filter and won't pass through. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The set was flushed with water and then primed with 85% glycerin / 15% water solution. The set was unable to be primed. The filter appeared to be occluded. The customer complaint can be verified. A quality notification was sent to the supplier of the filter, and the filter was sent for further investigation. The supplier was able to confirm the flow difficulties. For the supplier investigation, priming of the filter was attempted, and it was observed that not all air could be eliminated from the filter set. The filter was then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. Once the filter had been allowed to dry it was attempted to be primed again. Observation of the filter showed there to be a small air bubble left within the filter, which highlighted that not all air had been eliminated from the filter set. The filter was tested for flow rate which showed an average flow rate of less than 2ml per minute, which is less than the typical 100ml per min. The filter then was unable to eliminate an air bolus during the air elimination test. A flow test was conducted, and the flow observed going through the filter was not consistent. The tubing was removed from the filter and both ports were placed under a microscope to check for potential blockage. It was observed under the microscope that there were signs of occlusion within the inner diameter of the inlet port. Using a needle the occlusion was able to be dislodged with slight force. Due to this, it is suspected that the occlusion within the port is due to an excess of bonding solvent being applied during the attachment of the tubing. However, this could not be confirmed. A device history record review for model 10010453 lot number 22125416 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was clogged. The following information was provided by the initial reporter a few instances in the past couple weeks where nurses try to infuse lipids through the filters and the lipid will get stuck above the filter and won't pass through, even if they try to syringe through the filter. Keeps alarming as occluded line. This issue is happening with some but not all products from the same lot. User impact: n/a.